Event description:
The patient record was loaded on the main screen of the mobile x-ray unit. Just before the radiation technician initiated the patient exposure, the screen grayed, refreshed, and loaded a different patient. The radiation technician noticed the screen change and clicked out of the exam before initiating a patient exposure. The radiation technician then used the quick start menu to find the correct patient and finished the exam.